Event description:
Patient with persistent tachycardia is requiring pacemaker insertion. During the leadless pacemaker, micra av mc1avr1, device deployment, the deployment string did not remove easily, causing micra device to move out of the position. A second physician was called to assist with device retrieval. The device was successfully removed. Physician is currently in communication with patient's family about trying to repeat the procedure. Manufacturer response for leadless pacemaker, micra¿ av (per site reporter). Vendor representative present during the procedure.